Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when the surgeon was testing the balloon during the operation, they found that the balloon was leaking and could not work properly, so they replaced it with another product for the operation. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Product analysis: as found condition: the hyperform balloon catheter and guidewire were returned for analysis within a shipping box, and a plastic bio-pouch. The guidewire was returned within hyperform balloon. Damage location details: the guidewire was extending out from hyperform balloon hub. No damages were found with the hyperform catheter hub. No bent or kink was found with catheter body. No damages or irregularities were found with the hyperform balloon/distal tip. No damages were found with the guidewire. Testing/analysis: with the guidewire placed, the hyperform balloon was inflated. The balloon inflated and remained inflated; no leaks were detected. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter leak¿ report could not be confirmed. No issues were encountered inflating the balloon of the returned hyperform balloon catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the vessel tortuosity was normal. The device prepared as indicated in the IFU. The balloon was found to be leaking during preparation. The procedure was completed by replacing it with another balloon to assist embolization completion. The cause of the leak was unknown.